Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle detached from the suture during continuous suturing on the fascia. There were no adverse consequences to the patient. No additional information was provided.